Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: h6: clinical code, component code, type of investigation, investigation findings, investigation conclusion. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and infection. The reported femoral loosening and infection could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the left side. Subsequently, the patient experienced femoral knee debonding/loosening and infection and underwent a revision procedure. No further information available.this is 1 of 2 reports for this incident.